Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and instability. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). (B)(4) is used to capture the surgical intervention and medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received ad 17 june 2019. The patient underwent a left knee revision due to pain and instability. Pre-operative exam was notable for flexion gap laxity. The surgeon noted the femoral component was found to be secure, however, it was noted to be approximately 10 degrees internally rotated relative to the trans-epicondylar axis, which aggravated the lateral side flexion gap. The femoral component and patella component were both well-fixed and not revised. Competitor cement was used during the primary operation. Doi: (B)(6) 2016; dor: (B)(6) 2018; left knee.